Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device's pilot balloon was found damaged and air leaked from the cuff. It was stated there was no patient involvement.